Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic for a routine follow-up. Upon interrogation, the rv lead exhibited noise. X-ray images did not reveal any anomalies. Surgical intervention was undertaken during which an insulation break was noted on the rv lead. As such, the lead was replaced and capped. No patient symptoms were reported.